Event description:
Clinical report states the pt was revised, because of pain with possible metal sensitivity.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes y5rdn1000, 1842448, and y72ka1000. A search of the complaint database finds additional reported incidents against lot code 1822149 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- the clinical report states the patient was revised because of pain with possible metal sensitivity. Doi: (B)(6) 2005; dor: (B)(6) 2007; (left side). Update: 02/08/2012 - litigation papers received. There is no new additional information that would affect the investigation. Update: 10/23/2012 - pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of corrosion, stem loosening, and infection. Records are available for further review. Patient demographics added. Update ad 25 june 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously reported, ppf alleges metal wear and metallosis. The patient harm and product experience code was updated and added lawyer and expiration date of the head and liner. Corrected dob. Doi: (B)(6) 2005; - dor: (B)(6) 2007; (left hip) first revision. Please see (B)(4) for the left hip second revision.